Event description:
It was reported that while using the bd bbl¿ plate tsa5% sb//levine emb that they get mouldy. The following information was provided by the initial reporter: get mouldy.

Manufacturer narrative:
Common device name: culture media, non-selective and non-differential. Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: material #: 252258. Lot/batch #: 2312673 . Bd had not received samples, but photo was provided for investigation. The photo was reviewed and the indicated failure mode for contamination was observed. The issue looked contamination but we couldn't decide fm, mold or bacterial contamination because photo was taken from backside. No issues were found with retention samples. Based on a review of the batch history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using the bd bbl¿ plate tsa5% sb//levine emb that they get mouldy. The following information was provided by the initial reporter: get mouldy.